Event description:
It was reported that the customer had high blood glucose. Troubleshooting was performed and the insulin pump passed the tests. However, the alarm history shows several low reservoir alarms and no delivery alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.